Event description:
It was reported to medtronic minimed that the customer experienced over delivery of insulin by the insulin pump. The customer reported no adverse event. Customer had experienced hypoglycemia with a blood glucose value of 2.1 mmol/l at the time of the event and was treated with glucose/carb intake. The event involved product mmt-1885l. Troubleshooting was performed and found that the insulin pump was programmed correctly and had got no damage. Customer was using insulin pump within 48 hours prior to the event and auto mode feature was active at the time of the event.no further patient complications were reported. The customer will discontinue the use of insulin pump. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0871 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of [25-dec-2024] found bolus deliveries of .1u at 00:05:03.000, 3.75u at 00:05:37.000 and 2.15u at 00:10:20.000. Bolus daily delivery total was [188.15]. Basal daily delivery total was [49.85]. Test p-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case, cracked battery tube threads, cracked case(battery tube), and cracked case-corner of belt clip rails. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.